Manufacturer narrative:
The device was returned to the service department of olympus (B)(4) but (B)(4) did not report any information such as device malfunctions. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. This device is designed to generate a b40 error when the device does not recognize the board. Therefore, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; temporary malfunction due to deterioration of the board or electronic components. Insufficient voltage due to deterioration of converter due to long-term use. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that error b40 occurred. Reportedly, this error is due to shipping damage. There was no report of patient injury associated with this event.